Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device exhibited memory loss and no data or values were displayed. Dashes (---) were noted on the printout.